Event description:
The customer reported the closed tube aliquotter wash cup overflowed with wash buffer solution involving unicel dxc 660i synchron access clinical system. The customer stated the fluid collected at the base of the wash cup. The customer was advised to use proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the incident. The customer primed the closed tube aliquotter and replaced the peristaltic pump tubing. The customer cleaned up the fluid around the base of the wash cup with paper towels. The customer has an exposure control management plan at the facility. No erroneous patient results were generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucous membranes. There was no report of injury or adverse effect associated with this incident.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue at the facility. (B)(4).